Manufacturer narrative:
The technical investigation concluded that the communication error was due to a controller error detected as a udp socket timeout. This is a known design defect which relates a delay in the execution of controller commands.

Event description:
It was reported that the surgeon attempted to move the robot arm in axial slow while the arm was locked resulting in a communication error and a robot shut down. The robot was rebooted and the case resumed. Resulted in a 5 minute delay.